Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm of an unknown size. It was reported that approximately one week later the patient presented emergently. CT revealed the ipsilateral limb of the main stent graft was pushed against the vessel wall and the lumen was narrowed due to a thrombus/occlusion which resulted in a blood flow disturbance. The physician elected to perform intervention and an emergency thrombectomy was performed. Another manufacture's limb was additionally implanted in the narrowed portion of the vessel to restore patency in the lumen of the limb. It was reported blood flow was improved. Per the physician, the cause of the event could not be determined. No additional clinical sequalae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.